Manufacturer narrative:
Additional information was received from a patient profile form (ppf) that the patient discovered that his ivc filter had tilted, embedded in the wall of the ivc and was unable to be retrieved on or around five months after it was placed. These injuries have caused emotional distress, mental anguish, anxiety and stress. The preoperative diagnosis at filter placement was coagulopathy. The filter was deployed successfully. Final venogram showed the distal end of the filter to be just proximal to the iliac bifurcation and adequate position of the filter. There were no procedural complications. The patient was having a planned tonsillectomy and he was to be taken back for ivc retrieval if desirded. The patient returned 7 months later status post ivc filter insertion for hypercoagulable state. Prophylaxis for tonsillectomy. An inferior vena cavagram was performed showing the inferior vena cava filter in the appropriate anatomic position but slightly tilted to the right. The physician used a gooseneck snare to snare the filter, but the physician was could not get the snare to pass around the hook because it was covered by neointima. Multiple additional attempts were made without success and the retrieval procedure was aborted. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. The information also indicated that as a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post implant imaging has not been provided. The timing and mechanism of the filter tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without the procedural films or post-placement imaging and the limited information provided, the reported filter tilt could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, tilt, retrieval difficulty, unable and anxiety. The indication for the filter implant was a hypercoagulable state and a planned tonsillectomy. The filter was placed via the right common femoral vein and deployed at the l2-l3 vertebral position. Final venogram showed the distal tip of the filter to be just proximal to the iliac bifurcation and adequate position of the filter. The patient is reported to have tolerated the procedure without apparent complication. Approximately seven months later the patient returned for removal of the filter. Access was gained via the right common femoral vein. A venogram was performed showing the filter in the appropriate position but slightly tilted to the right. A gooseneck snare was utilized in trying to snare the retrieval hook, but the physician was unable to get the snare to pass around the hook. I was suspected that it was covered by neointima. A 7mm balloon was then advanced adjacent to the wall of the vein and inflated. The filter appeared to move medially, the snare was reinserted and was still no able to grasp the hook. A 10mm balloon was then put into the base of the struts and an attempt was made to pull the filter down, however this was unsuccessful. The filter appeared to move medially so access from the left groin was made and the snare advanced up to the edge of the hook, however the hook could not be engaged. A glidewire was then advanced through the base of the struts to try and free the hook, with an omni flush catheter the physician was able to loop it around the base of the struts and grasp it with a snare and pull it back out the right groin. Pulling on both ends of the wire the physician was able to pull down a little bit on the filter. It did not seem to want to release at all. Therefore, the physician felt it was heavily entrenched into the wall of the vein and decided to end the procedure. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note correction to the lot number in section d4. Updates also made regarding the expiration and manufacture dates (h4). Additional information is pending and will be submitted within 30 days upon receipt.